Event description:
The customer reported being in the emergency room due to low blood glucose of 54mg/dl. The customer stated having had time moving his limbs and they felt heavy. The customer stated his blood glucose was 19mg/dl prior going to the hospital, and he treated with four glucose tablets and orange juice, but his blood glucose continued being the same. Then he drank three red bulls, ate two apples, cheese cake, and crackers, and his blood glucose went up to 54mg/dl. The caller stated that when he arrived to the hospital, he was given an additional eight glucose tablets, an insulin drip with fluids, potassium, and ate lunch. He also was instructed to keep off the insulin pump over night. The customer requested assistance with changing the max bolus settings. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.